Manufacturer narrative:
Additional manufacturer narrative - the reported device will not be returned to manufacturer as it remains implanted. Without receipt of the device the reported clinical observation cannot be confirmed. Edwards will continue to monitor all events. Additional information will be reported if received.

Event description:
Update received indicates patient underwent implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. There are no adverse event reported following implant.

Event description:
Edwards received information of a bioprosthetic valve that now exhibits high gradients 11 years after implant. Patient is expected to undergo implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve. No other details provided at this time.